Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad coordinator that this patient was hospitalized after power consumption above normal operating range was identified upon log file review. The patient was administered lysis therapy. The last report received indicated that the patient remains hospitalized. No further information was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was hospitalized after power consumption above normal operating range was identified upon log file review. The patient was administered lysis therapy. The last report received indicated that the patient remains hospitalized as he has been listed for heart transplantation.

Manufacturer narrative:
After further review of additional information received sections g1-2, g4, g7, h2, h6 and h10 have been updated accordingly. A review of the controller log files associated with the event captured in (B)(4) confirmed the high-power consumption. Two rises in power consumption has been logged starting on (B)(6) 2016 to parameters outside of normal power consumption. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Hvad pump (B)(6) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed rises in power consumption on the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.